Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4 batch # 889a10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the handle shroud opened and with a reload present. The reload was received inside of a plastic bag, fully loaded with staples, the drivers and knife recessed below the cartridge deck, and the anvil and washer detached. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, slight marks were noted on the lockout shelf. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Regarding the lockout shelf indented, is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. Please reference the instructions for use for the complete guide loading and reloading the instrument as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device batch number 889a10, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure the device would not fire. First firing was reported to fire correctly; surgeon reloaded device and would not fire. There were no patient consequences.